Manufacturer narrative:
Product investigation complete. The aus occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The pressure regulating balloon and control pump were both visually and microscopically inspected. No leaks were found. The balloon and control pump were not functionally tested as the product specifications are unknown for both devices. No more information available at the moment. Product analysis did not confirm a mechanical issue with the returned device. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with a "non-functioning" artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure there were no leaks detected on the individual components. The patient was said to be doing well after the procedure. It was indicated that there was no further information through the physician. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The aus occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The pressure regulating balloon and control pump were both visually and microscopically inspected. No leaks were found. The balloon and control pump were not functionally tested as the product specifications are unknown for both devices. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Event description:
It was reported that the patient experienced recurring incontinence with a "non-functioning" artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure there were no leaks detected on the individual components. The patient was said to be doing well after the procedure. It was indicated that there was no further information through the physician. No more information available at the moment. Should additional information become available, it will be provided.